Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case the surgeon reported sparking from the plasmablade device. The surgeon also reported observed melting and fractures of the device tip in past cases, however no case details are available for past occurrences. Due to the lack of prior case details, this record serves to report the issue as a whole and no other records will be created.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.